Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a threshold test, this patient experienced syncope. The patient recovered following the threshold test. Review of device data, revealed intermittent capture and oversensing during the threshold tests. This device remains in service. No additional adverse patient effects were reported.